Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h1, h2, h3, h6, h10 corrected: d4 visual review of the returned pouches confirmed the presence of a crease in the seal. There is no void, seal creep or channel through the seal associated with the crease. The seal but the remaining sealed width meets the minimum specification. Complaint sample was evaluated and the reported event was confirmed. The product was determined to be acceptable per review of the device history records. No further investigation or action is required after review. Upon investigation, it has been determined that the product meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report : 0001822565-2021-01832, 0001822565-2021-01834, 0001825034-2021-01985, 0001822565-2021-01835, 0001822565-2021-01836, 0001822565-2021-01837, 0001822565-2021-01838, 0001822565-2021-01839, 0001822565-2021-01840, 0001822565-2021-01841, 0001822565-2021-01842, 0001822565-2021-01843, 0001822565-2021-01844, 0001822565-2021-01845, 0001822565-2021-01846, 0001822565-2021-01847, 0001822565-2021-01848, 0001822565-2021-01849, 0001822565-2021-01920. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.